Event description:
Additional information received later indicated that patient saw her health care provider 3 days prior to this call and was told the ¿4 of 5 programs were working¿ ¿but none were working on patient¿. The patient was currently on program 3 at 1.3v. It was indicated that patient was leaking and it was getting worse. An appointment was scheduled on (B)(6) 2014.

Manufacturer narrative:
.

Event description:
It was later reported the patient had a loss of therapeutic effect and their ¿device sticks.¿ it was stated that since their replacement surgery on (B)(6) 2014 they had ¿big time trouble¿ and were ¿peeing all over herself, like 5 gallon buckets full.¿ the patient last saw their doctor three weeks prior to report and they turned the stimulation off. It was stated the patient¿s next appointment was scheduled for the day after report, (B)(6) 2014. It was noted the patient spoke with another manufacturer representative and they came to the conclusion at that time that every program was working. The patient stated their doctor stated three out of the four programs were working but they just weren¿t working for the patient. Additional information stated ever since the replacement they had nothing but ¿wetting/peeing problems.¿ it was noted the patient¿s doctor turned off their device the last time they saw them and told them to leave it off for three weeks then come back. The patient stated they did nothing but pee and ¿in fact it has been that way 6 weeks, they've done that twice, they turned it off." It was stated the patient met with their doctor and manufacturer representative the day of report and they set their device and before the patient could walk to the front desk they had already wet themselves. It was noted the patient did it five more times before they could get to their house the day of report.

Event description:
It was reported, the patient started leaking again. It was noted, the patient had tried adjusting stimulation but was not sure if they were doing it correctly. It was reported, the internal neurostimulator (ins) was on and the patient did not feel stimulation. It was noted that increasing stimulation resulted in the patient feeling comfortable stimulation. It was reported, the patient could tell their previous ins was working and could not with their current ins. It was reported, the ins implant site was tender, swollen, and throbbing pain. It was noted, the site was warm to the touch. It was further noted, the patient was running a fever, but was not sure it was due to the implant. It was reported, the patient had areturn of symptoms and did not feel stimulation. It was noted, the patient was leaking the night prior to call. It was reported, the patient increased stimulation to 3.2 v and felt stimulation on the outside of their left hip. It was noted, the patient switched to program four and could not increase stimulation due to upper limit. It was reported, the patient switched to program one and could feel stimulation in the vaginal area. It was noted that increasing stimulation caused the patient to feel stimulation in their left upper thigh. It was reported, the patient switched to program two and felt stimulation in their upper buttocks. It was noted, the patient switched back to program one and adjusted stimulation to 5.5 v for comfort. It was reported, the patient was dizzy from ¿all the moving.¿ it was later reported, the patient never had therapeutic effect and had no stimulation sensation. It was noted that since implant, the patient had wetted herself and hadn¿t quit. Reportedly, the patient had eight episodes the day prior to report. The patient stated they had 5 programs, 4 of which worked and one that did not work but none of them worked on the patient. The patient saw their doctor on (B)(6) 2014 and they stated, it looked good and the doctor turned it off and stated ¿let¿s wait 3 weeks.¿ it was noted, the patient hadn¿t had symptom relief since (B)(6) 2013. It was stated, the patient was given 15 antibiotics following implant. It was later reported, the patient got an infection from their battery replacement and lead revision surgery on (B)(6) 2014. It was noted before they got home they were having big time leakage and another healthcare provider gave the patient additional prescriptions for antibiotics during that time. The patient stated they had an appointment (B)(6) 2014 and no reprogramming was done and it was like a big knot was being pressed on and hurt them.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that a day prior to this report patient met with manufacturer representative and noted that her implant was turned on despite the fact that it was supposed to be off. It was believed she turned it back on. It was noted that after multiple attempts they reset her program on (+0/-1/-2/+3). She was stimulating closer to her pelvic floor and in her bicycle seat. The health care provider had x-ray done and nothing looked unusual or out of place. The patient seemed not able to feeling location of the stimulation and seemed to be losing her mental faculties. She had a very long delay before responding to questions. Additional information received later indicated that a day prior to this report went to health care provider hcp office for reprogramming because her therapy was not working for her. It was indicated that patient left the hcp's office and "peed her pants" 6 times before she got home 1 hour away. It was noted that patient was dissatisfaction with their hcp service. It was indicated that patient had not seen any relief of her symptoms with this most recent implant. It was indicated that the first device worked great and she had no problems but it has been nothing but trouble with this second implant. The patient had being miserable with symptoms since (B)(6) 2013. Additional information received later indicated that they just realized it was not being stimulated but now it was being stimulated. It was indicated that patient was "going like every other week and it had not accomplished anything." The patient had been put medication to work along with the interstim, but "was stuck in the house wetting myself a big bit, day in and day out." It was indicated that patient was going to see her health care provider on (B)(6) 2014.

Manufacturer narrative:
Product ID 3037, serial# unknown; product type programmer, patient product ID 3889-28, lot# va0csud, implanted: 2014 (B)(6); product type lead. (B)(4).